Event description:
It was reported that the customer was found unconscious. Details and nature of the event were not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.